Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 502 mg/dl. Bg level was addressed via a correction bolus using the pump. Reportedly, insulin was exposed to extreme cold, customer took the insulin directly from the fridge to use in the pump. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management.